Event description:
In 2005, the t-bird ventilator allegedly became inoperative while assisting a pt in the intensive care unit. The pt became anxious, short of breath, increased heart rate and increased respiratory rate. The rn and respiratory therapist administered sedation and discontinued the pt from the ventilator. The pt was "bagged" with 100% oxygen with resolution of the symptoms of respiratory distress. The respiratory therapist began trouble shooting the ventilator and removed the exhalation diaphragm. A white residue as observed on the exhalation without further incident. The white residue was thought to have been from the in-line nebulization of mucomyst that caused the diaphragm to get sticky.